Event description:
Follow up information received reported that x-rays and CT scan were performed and showed no lead migration. The implantable neurostimulator system was reported as working fine and that the patient's issues were deemed not related to the stimulation therapy. The patient was referred to a specialist to address the patient's complaints. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient's stimulation went up to their knees, but they needed it from their hips down. It was stated that when the patient was adjusted, they felt the stimulation where it should be, but then it went away a day later. Throughout (B)(6), the patient was reprogrammed and was '95% pain free.' In (B)(6), the patient was again reprogrammed, but the pain came back 'a day or two later.' The patient also lost stimulation. Stimulation could be felt in the right leg up to the knee, but not the left leg, except a 'little bit' in the foot. It was further reported that the patient was having problems with stimulation since 'day one.' It was stated that the device was implanted at an angle and the patient was having difficulty charging. It was noted that the patient could only get 4 bars on the recharger and that they had bruises from holding the antenna 'hard.' In addition, a loss of therapeutic effect was reported. It was indicated that the device had migrated and was 'sticking out of' the patient's skin. It was reported that the patient had seen their healthcare provider and was working with the manufacturer representative to receive the desired stimulation coverage. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from their doctor or company representative and their concerns were resolved. An appointment date of (B)(6) 2012 was noted. Nor further information was provided.